Manufacturer narrative:
At this time no conclusions can be made.the attorney alleges that the patient had subsequent surgical intervention;however no details have been provided. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch on (B)(6) 2005. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is making a claim for an adverse patient outcome against the bard/davol composix kugel hernia patch. As reported, the attorney alleges patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2005 - patient was diagnosed with ventral incisional hernias thereby underwent open repair with implant of composix kugel. Per op notes, ¿the hernia sac was identified and dissected free at the level of fascia. The second hernia was identified. Both the defects were combined. A composix kugel patch was placed to cover both defects and secured using sutures.¿ (B)(6) 2013 - patient was diagnosed with multiple recurrent incarcerated ventral hernias and pain thereby underwent laparoscopic repair with partial excision of composix kugel and implant of synthetic mesh. Per op notes, ¿dense adhesions in the llq were noted and taken down. All the adhesions were lysed. Seven hernia defects were noted with incarcerated omentum were reduced. A large piece of prior mesh with dense adhesions to colon were lysed. A part of prior mesh was excised. A synthetic mesh was placed and secured using tacks.¿

Manufacturer narrative:
At this time no conclusions can be made. The attorney alleges that the patient had subsequent surgical intervention;however no details have been provided. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch on (B)(6) 2005. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is making a claim for an adverse patient outcome against the bard/davol composix kugel hernia patch. As reported, the attorney alleges patient experienced emotional distress and the device was defective.